Manufacturer narrative:
The item was not available for return and no lot number was provided. Deroyal reviewed failure mode effect analysis (fmea) and did not find any issues. A complaint to sales ratio was calculated from august 2021 to november 2023 and found to be (B)(4). A supplier corrective action request (scar) was sent to the supplier modern medical equipment. Root cause: because a sample could not be returned and no key usage information was provided, the cause was not able to be established. Corrective and preventive actions: no corrective or preventive actions were taken because the root cause could not be established. Deroyal will continue to monitor for trends for this product and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility reported, "the fit of the tip to our cautery handpiece is not secured. Moreover, the insulation balloons up during the procedure which is unsafe." Deroyal requested the sample to be returned, however it was unavailable. A supplier corrective action request (scar) will be sent to the supplier modern medical equipment. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "the fit of the tip to our cautery handpiece is not secured. Moreover, the insulation balloons up during the procedure which is unsafe."